Event description:
Patient reported deflation against left device. Status of device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.